Event description:
Information was received from the surgeon. The patient had x-rays taken and no issues were noted. The x-rays have not been received by livanova to date. There were no contributing features, such as lead abnormalities seen in the or. No additional or relevant information has been received to date.

Event description:
It was reported that during the patient¿s replacement that the new generator had high impedance, seen on a system diagnostic test. The surgeon undid the leads, cleaned the insertion point in the generator and reinserted, then ran system diagnostics again which returned low impedance. They ran the diagnostics two or three times. After removing the lead from the generator, the test resistor was put into the generator and the diagnostic results were fine. The test resistor was removed, the leads were reinserted into the generator, and low impedance was seen again. The patient was closed and system diagnostics were performed with low impedance as a result. Programming history was reviewed for the patient¿s previous generator. No anomalies were seen, and the impedance was within normal limits throughout the device history. Programming history was reviewed for the generator. On the day of implant, the generator had 1 high impedance reading followed by 3 low impedance readings, followed by a good impedance (4050 ohms) followed by 3 low impedance readings. Then, one generator diagnostics had low impedance as well, but the timeline of the event reported indicates that the good impedance may have been seen with the test resistor and not on the lead, and the generator diagnostic most likely occurred following the patient being closed. No anomalies were seen. No additional information has been received to date.